Manufacturer narrative:
(B)(6). The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown therefore a review of the manufacturing documentation could not be performed. The most probable root cause classification is anticipated procedural complications as this complaint is a known physiological effect of the procedure and is noted in the directions for use. (B)(4). Device not returned for analysis.

Event description:
(B)(4). It was reported that during a coronary artery stenting treatment procedure a dissection occurred. The target lesion was located in the mid left anterior descending artery (lad). The target reference vessel diameter was 3.0mm and the length was 18mm with 95% stenosis. The target lesion was treated with pre-dilatation with a maverick2 balloon and placement of a 3.0 x 20mm study stent with 0% residual stenosis. Angiographic result reported type "c" dissection after pre-dilatation. The dissection was covered by the study stent. No additional information provided.